Event description:
Customer reported a constant tone on the insulin pump. Customer stated that it was a long continuous beep and they were unable to clear it. Customer reset the insulin pump and received an error alarm and the insulin pump was unresponsive. Customer stated that the insulin pump restarted itself when programming basal. Customer's blood glucose reading at the time of the call was 71 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.